Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an ultraflex tracheobronchial covered distal release stent was used during a tracheobronchial stenting procedure in the bronchus performed on (B)(6) 2015. According to the complainant, the stent was being used to treat a malignant 1cm lesion in the bronchus due to tracheobronchial cancer. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the stent placement. There were no visible damages noted to the stent system. During the procedure, the physician inserted the stent into the patient and pulled the deployment suture; however, only a very small part of the stent opened. The physician could not pull the deployment suture any further to release the stent. The stent was removed from the patient partially deployed. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
An ultraflex tracheobronchial covered distal release stent was returned for analysis. Visual examination of the returned device noted that the distal stent loops were deployed and the deployment suture appeared discolored proximal from the point of release from the stent. Examination of the catheter shaft and the profile of the crochet stitches from the point of release from the stent found no issues. During the product analysis, the suture was able to be fully released to deploy the stent. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent was received partially deployed. However, it was possible during analysis to fully deploy the stent from the device. The cause of the reported deployment difficulties was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial covered distal release stent was used during a tracheobronchial stenting procedure in the bronchus performed on (B)(6) 2015. According to the complainant, the stent was being used to treat a malignant 1cm lesion in the bronchus due to tracheobronchial cancer. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to the stent placement. There were no visible damages noted to the stent system. During the procedure, the physician inserted the stent into the patient and pulled the deployment suture; however, only a very small part of the stent opened. The physician could not pull the deployment suture any further to release the stent. The stent was removed from the patient partially deployed. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.